Event description:
The physician reported during procedure, he advanced the micro-catheter along the guide wire to the left esfenopalatin artery. The guide wire was then removed in order to inject contour particles (300-500 micrones) through the micro-catheter (a 3cc syringe was used for the injection). It was at that time the physician reportedly noted that the angiography was not showing particles exiting the distal-end of the micro-catheter as expected. The physician checks the micro-catheter and discovered that the micro-catheter had broken into two pieces. Both parts remained inside the carrying catheter. The broken catheter was successfully removed, and the procedure was completed with the use of other similar devices. There was allegation of harm. The physician did state that he did not notice any abnormalities or visible damage while irrigating the device during preparation before the procedure.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and /or further significant information is found, a supplemental report will follow. Additional 510k#'s k042568/ k994155.